Manufacturer narrative:
The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies. No impact to the patient was reported. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the catheters would not stick to the shunt once connected. According to the report, the physician used a suture to secure the catheter on the valve, but there was a problem related to the pressure of csf not supported by the neonatal valve.